Manufacturer narrative:
Last ablation cycle time at the site of injury was not reported, as no ablation occurred at the suspected site of injury. Irrigated catheter flow was set at 2 ml/min during mapping. Patient received anticoagulant (heparin) during the procedure with activated clotting time goal of 300-350 seconds. Activated clotting time was maintained between 310-330 seconds. There were no spi alerts. Smarttouch catheter was not in close proximity to another catheter. Smarttouch catheter was zeroed after the initial warm-up phase post catheter connection to the carto® 3 patient interface unit. Carto® 3 system did not indicate to re-zero the catheter, as the system self-zeroed approximately 10 minutes into the case. There were no error messages on any bwi equipment during the procedure. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: mobicath 8 french sheath. St. Jude medical sl1 8 french. (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent an ablation procedure for atrial fibrillation with a thermocool® smarttouch® sf bi-directional nav catheter and suffered a cardiac tamponade requiring pericardiocentesis. Patient had a small to moderate pericardial effusion prior to advancing the catheters. At the end of ablation phase, while checking the size of the effusion, the patient became hypotensive and a tamponade was confirmed via intracardiac echocardiogram and echocardiogram. This was noted to have occurred approximately 40 minutes into the case. A pericardiocentesis was performed and yielded approximately 400 ml of fluid. Patient was reported to be in stable condition. Patient recovered and was transferred to the intensive care unit (ICU) for overnight observation. Patient required one additional day of hospitalization as a result of the adverse event. Patient was released from the ICU the following morning. It was noted that the patient was in sinus rhythm during the procedure. Echocardiogram revealed that the effusion was stable. Hemoglobin decreased from 14 to 12 g/dl. There were no factors cited that may have contributed to the adverse event. Physician¿s opinion regarding the cause of the adverse event is that it occurred while attempting to traverse the transseptal puncture site a second time. It was noted that the effusion increased during ablation phase. Transseptal puncture was performed with a safesept transseptal guidewire. Sheaths in use were a mobicath 8 french and a st. Jude medical sl1 8 french. Generator parameters included power control mode at 25 watts with temperature cut-off set to default settings. Generator settings at the time of injury were not reported, as no ablation occurred at the time of suspected injury. Overall ablation time was 43 minutes.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on 04/12/2017. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacturer's ref. No: (B)(4).

Manufacturer narrative:
Manufacturer's ref. No: (B)(4). It was reported that a (B)(6) female patient underwent an ablation procedure for atrial fibrillation with a thermocool® smarttouch® sf bi-directional nav catheter and suffered a cardiac tamponade requiring pericardiocentesis. The returned device was visually inspected and it was found in normal conditions. The catheter was evaluated for carto 3 and it was recognized by the system, no error messages were displayed and the catheter was properly visualized. Eeprom data demonstrates the catheter was properly calibrated during manufacturing. The catheter was evaluated for screening test and the catheter passed. The force feature was working properly. Finally, the force sensor values were found within specifications. Then the catheter was tested for electrical performance and stockert compatibility and it was found within specifications. Additionally a deflection and an irrigation test were performed and the catheter passed those tests. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the cardiac tamponade remains unknown. The instructions for use states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.